Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery. Customer's blood glucose was 127 mg/dl. The customer stated that the alarm was resolved by a complete set change. Customer returning the product for analysis. The customer was unable to troubleshoot at time of call. The customer was advised that the device would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.